Manufacturer narrative:
H2, h3) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, ubd: , UDI#: b3: date is approximate. Month and year are confirmed valid. H3, h6: no products have been evaluated by the manufacturer. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that while in surgery, the system's navigation was inaccurate by 6-7mm. The manufacturer representative (rep) did not indicate which direction the inaccuracy was directed. The surgeon elected to continue with surgery, despite the inaccuracy. There was no surgical delay, patient impact was not provided.

Manufacturer narrative:
H2: a manufacturer representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.